Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed two meal announcements, consumed bread to avoid hypoglycemia, then experienced hyperglycemia with a reported highest blood glucose of 349 mg/dl; the user changed the infusion site, required guidance to complete the press-and-hold step, confirmed insulin drops from the contact detach needle guard, resumed pump therapy, and later reported a contact detach lot number. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or assistance needs. Outcomes included transient elevated blood glucose above 180 mg/dl with return to range after therapy resumption and no hospitalization. Investigation included customer service troubleshooting, confirmation of insulin presence at the infusion set during insertion, review of device-generated data to verify return to range, and collection of infusion set lot information. Investigation of this case revealed no observed infusion set defect, no reported bent cannula, and no device malfunction, with the event temporally associated with duplicate meal announcements and subsequent correction steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.